Event description:
It was reported (1) er320 was used during a laparoscopic cholecystectomy. It was reported by the rep the surgeon placed 2 clips, pt side, on the cystic duct and artery. While irrigating before closing the surgeon noticed some leaking of bile from around the cystic duct area. The surgeon noticed the staples did not approx, resulting in non occlusion of structure. A drain was inserted and is being monitored.